Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent recoiling occurred and additional intervention was required. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending (lad) artery. Three drug eluting stents were deployed to treat the lesion: a 2.50 x 32 promus premier select in the distal lad, 3.00 x 38 promus premier select in the proximal-mid lad and 3.50 x 16 promus premier select in the left main lad. 11 days later, the patient experienced chest pain. Angiogram revealed that recoiling occurred in the bifurcated area of the diagonal and ramus with the 2.50 x 32 promus premier select and 3.00 x 38 promus premier select. A drug eluted balloon was used in the recoiled area, followed by dilatation with a non-compliant balloon. The patient fully recovered.